Event description:
High blood sugars, right leg infection (blood glucose increased) right leg infection (localise infection). Case description: this spontaneous report reported by a consumer, received from the united states, reported as "high blood sugars and right leg infection:, concerns a 45-year female pt treated with a novopen 3 insulin delivery from 2001 to july 2005 for type I diabetes mellitus. Medical history includes a stomach infection, hypothyroidism, cellulites, gastroparesis and neuropathy. The pt reported that the rubber stopper on her novopen 3 came off, which she did not know at the time. She subsequently experienced morning blood glucose levels in the 300's mg/dl range. She stated that she administered additional units of insulin from the novopen 3, but her blood glucose levels remained high. On 5-may-2005, the pt's spouse drove her to her dr's office, where she was diagnosed with right groin abscess and blood sugar level over 500 mg/dl. The dr told the pt that the wound was one inch in diameter (round), reddened, and had white drainage that oozed from the site and he instructed her to go to the hosp. The woman went to the ER where she treated with subcutaneous injections of novolog (insulin aspart) and lantus (insulin glargine) (dose unk) and her blood glucose levels wer monitored. She was admitted to the hosp and received two antibiotics intraveously (name and doses unk) to treat the right groin abcess. She also had unspecified blood work performed during her hospitalization, but the results are unk at this time. A surgical incision was performed to drain the right leg absess. The pt received demerol (meperidine) intravenously (dose unk) prior to the procedure. The wound was packed for the first two days and on the third and fourth day the wound was wrapped with gauze. She was considered recovered and discharged on the fourth day with a blood glucose level in the 200's mg/dl range. Use of the novopen 3 was temporarily discontinued during her hospitalization. After her discharge from the hosp, she restarted using the same novopen3 and she experienced a similar event in july 2005. This second event has been captured as a separate report under MFR. Report #9681821-2005-00045. The woman did not perform an air shot on the device prior to each injection and she used each disposable needle three times. She reported she was trained on the novopen3 by a healthcare professional. There had not been any changes in the pt's lifestyle prior to the event. Pt's weight at the time of the event: 170 lb (77.1 kg). Follow-up received on october 3 2005. Since last submission of this case the following info had been updated: -event onset and stop dates changed. -event diagnosed as high blood sugars and right leg abscess. -blood glucose levels updated. -relevant tests/lab data updated. -treatment details updated. -detailed description of the event. -type of diabetes corrected to type 1. -medical history updated narrative re-written to include up-date of event.

Event description:
High blood sugars, right leg infection (blood glucose increased). Right leg infection (localised infection). Case description: this spontaneous report, reported by a consumer , reported as "high blood sugars and right leg infection", concerns a pt treated with a novopen 3 insulin delivery device from 2001 to 2005 for type ii diabetes mellitus medical history includes a stomach infection. The pt reported that in 2005, the rubber stooper on their novopen 3 came off, but they did not know it at the time and they subsequently experienced morning blood glucose levels in the 300's mg/dl range. They stated that they administered additional units of insulin from the novopen 3, but their blood glucose levels remained high. On an unknown date in 2005 the pt's spouse drove pt to their dr's office, where they were diagnosed with an infection on their right groin. The dr told the pt that the wound was one inch in diameter (round), reddened, and had white drainage that oozed from the site and their instructed to go to the hosp. The pt went to the ER where they treated with subcutaneous injections of novolog (insulin aspart) and lantus (insulin glargine) (dose unk) and their blood glucose levels were monitored (levels unk). The pt was admitted to the hosp and received two antibiotics intravenously (name and doses unk) to treat the right groin infection. The pt had unspecified blood work performed during their hospitalization, but the results are unk at this time. A surgical incision was performed to drain the right leg infection. The pt received demerol (meperidine) intravenously (dose unk) prior to the procedure. The wound was packed for the first two days and on the third and fourth day the wound was wrapped with gauze. The pt was considered recovered and discharged on the fourth day wit a blood glucose level in the 200's mg/dl range. The pt did not perform an air shot on the device prior to each injection and they used each disposable needle three times. The pt reported they were trained on the novopen 3 a healthcare professional. There had not been any changes in the pt's lifestyle prior to the event. Use of the novopen 3 was temporarily discontinued during the pt's hospitalization. After their discharge from the hosp, the pt restarted using the same novopen 3 and they experienced a similar event the following month. This second event has been captured as a separate report under MFR. Report # 9681821-2005-00045.

Event description:
A: all the information that was received from the pt's physician was included in the MDR follow-up # 1 submission date october 2005. A: the reporter was asked to return the device to novo nordisk during the initial phone contact. Since then two letters have been sent to the reporter requesting the return of the device and another attempt has been made by phone. To date, the device has not been returned to novo nordisk.